Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days post implant procedure the right atrial (ra) lead dislodged following a cardioversion. Attempts to revise the lead were made, however the lead was explanted and replaced. No patient complications have been reported as a result of this event.